Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that during impedance measurement, all impedances were > 4,000 ohms. The patient previously had a bladder surgery. It was unknown if there was a use of monopolar cauterization or bipolar. The patient has no problems regarding their medical issue. The physician decided to switch therapy off and the device system remains in the patient. The patient was alive with no injury. No further complications were reported or anticipated. Additional information received reported that the bladder surgery wasn¿t device related. The patient got the device regarding their proctological issues. It was noted that the device was still implanted, the physician just wanted it turned off. No further complications were reported or anticipated.